Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a greenlight laser prostatectomy procedure, at 55,095 joules; 13:53 minutes of use, the aiming beam emitted at an angle through the top of the fiber. The fiber was exchanged and the procedure was completed utilizing the second fiber at 40,078 joules. "No injury" to the patient was reported.

Manufacturer narrative:
Failure analysis for (B)(4).: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion and crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.